Event description:
It was reported that air bubbles were observed within the infusion set tubing and cartridge. There was no reported adverse effect to the customer's blood glucose level. Customer reported priming the tubing to resolve the issues.